Manufacturer narrative:
(B)(4).

Event description:
While performing a quality check of the results from the analyzer, the customer discovered questionable results had been reported outside the laboratory for three patient samples since (B)(6) 2016. The samples were repeated on the same cobas c501 analyzer and another cobas c501 analyzer. The customer could only provide data for two of the samples. Patient 1 initial altl alanine aminotransferase result was <5 u/l with a data flag. The repeat results on (B)(6) 2016 were 27 u/l and 28 u/l. The sample was tested on both cobas c501 analyzers. Information was not provided as to which result was from which analyzer. Patient 2 was an 85 year male. The initial csf gluc3 glucose hk result on (B)(6) 2016 was <2 mg/dl with a data flag. The repeat result on (B)(6) 2016 on the same analyzer was 77 mg/dl and on the other cobas c501 analyzer was 76 mg/dl. There was no adverse event for either patient. The altl reagent lot number was 18663101 with an expiration date of 12/31/2017. The gluc3 reagent lot number was 16326601 with an expiration date of 9/30/2017. The field service representative found a solenoid valve was damaged and replaced it. He also replaced the vacuum pump diaphragm, nozzle tips, and sample probe for troubleshooting purposes. The customer calibrated and all controls were acceptable. The system was performing to specifications.

Manufacturer narrative:
Upon further investigation, a specific root cause could not be identified. Most likely, a partly blocked sample probe caused by micro clots or fibrin in the samples was the primary root cause for the issue. The alarm trace provided indicated issues with insufficient sample quality. The recommended countermeasures for these alarms appeared to have not been performed as no actions were present in the alarm log. Reagent issues could be excluded as the repeat testing with the same reagents showed correct results.